Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged post implant. The lead was successfully explanted and replaced by another lead. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection of the lead body found electrocautery damage. Additionally, the insulation was bunched 845 millimeters (mm) from the terminal pin. The lead body damage was consistent with damage caused by the explant procedure. Microscopic inspections of the electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations.